Event description:
It was reported that a patient presented with signal artifact noted on the right ventricular (rv) lead. No intervention was reported. The patient was in unknown condition.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 further information was requested but not received.

Event description:
New information received notes oversensing was due to noise on the right ventricular (rv) lead. Patient also experienced pre-syncope. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
New information: b1, b2, b5, d6b, e1, e2, e3, g2, g3, h1, h2, h6.